Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was worn with signs of damage; however, the repair was not completed because the account requested it be returned unrepaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Event occurred during biomedical testing. Handle was worn and signs of damage on shaft handle believed to be cause of sticking. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher was not ratcheting during. No adverse events were reported as a result of this malfunction.